Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci urostomy procedure on (B)(6) 2009. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: 'patient had a femoral artery nicked, and he bled to death.'

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the patient's death. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, the patient had a femoral artery nicked, and he bled to death.